Event description:
It was reported that, the healthcare provider had the patient perform a reset of the pump after the patient experienced difficulty completing a supply change and was unable to perform the rewind step. When the cartridge was removed, it was observed to be leaking. The patient used a teflon 23" infusion set. A dry run was performed to confirm proper piston function, which was completed without issue. The patient was advised to change all supplies, and no drops were observed during the subsequent supply change. The patient was able to successfully complete the supply change, and replacement supplies were arranged. A follow-up was planned to assess blood glucose stabilization. It was later reported that the infusion site had to be replaced after it was ripped off when the pump was dropped. Blood glucose levels remained elevated at approximately 230 mg/dl per cgm. The patient indicated they would need to refill the cartridge soon and had been reusing the same cartridge. The patient was advised to replace all supplies and to use new items rather than refilling the existing cartridge. The patient also reported needing medication from their doctor, which was contributing to elevated blood glucose levels. Follow-up attempts were made, but the patient was not available and messages were left. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.